Event description:
Wearing a face mask: immediately felt dizzy and nauseous. Also had several panic attacks. Passed out once (don't remember date) co-worker was there to catch me. Had severe acne around mouth area. This has been going on from (B)(6) 2020 to present. Have to go outside every 10-15 minutes or so to get fresh clean air which is cutting into my production. If face masks are medical devices and are under the emergency use authorization which states they have to be optional and not mandated, aren't employers who mandate them breaking the law?; 'varies'. FDA safety report ID# (B)(4).